Event description:
It was reported that after implant, the right atrial lead pulled back and there was no capture. The next day, the physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage.